Event description:
Customer reported that they had to measure a sample from a patient with a cerebral hemorrhage but could not because the instrument had a lamp failure (d75 error code). Customer indicated that they have 6 other analyzers that could have been used but didn't and the patient was transferred to another hospital. There was no injury reported to this event.

Manufacturer narrative:
Instrument has been dispatched to siemens field service engineer. The cause for the d75 (lamp failure) error is unknown.